Manufacturer narrative:
Chest and neck x-rays were reviewed by MFR. Xrays revealed that the positive connector pin does not appear to be fully inserted in the positive connector block. Conclusions - the lead pin not fully inserted may be contributing to the reported events, but did not cause or contribute to death.

Event description:
It was reported to MFR that the vns patient was experiencing a recent onset of painful stimulation in the left arm and left arm muscle twitching associated with stimulation. Further follow up with the physician revealed that ht patient reports that the painful stimulation may be positional and that the muscle spasms occur more when his head is turned to the left. A system diagnostic test was performed by the physician following the onset of the events, and revealed normal device function. The magnet has been used to temporarily disable stimulation of the device. X-rays were taken and were sent to MFR for review. Review of x-rays revealed that the positive lead connector pin did not appear to be fully inserted inside the generator connector block, which may be contributing to the reported events. No other anomalies were observed upon review of the x-rays. The physician has referred the patient to a surgeon and surgery is likely. Attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date.